Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured from july 10, 2023 to july 13, 2023. H10: the actual devices were not available; however, a photograph of a sample was provided for evaluation. The photograph was visually inspected which identified a device connected to a vial and reconstitution bag in the activated position; no leaks or defects were observed. Functional testing could not be performed as no actual sample was returned for evaluation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of vial-mate adapters leaked. This was identified after the devices were applied to vials and fluid bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.